Event description:
Customer reported an issue regarding fill estimate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.